Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps fluid leaking out of syringe arm was duplicated. The physical condition of device revealed covered contamination of the right plunger case, internal plunger parts and a top case cracked on left corner by tubing guides. This was isolated by fluid ingression in the plunger head, believed to be caused by customer damage. Action was taken to replace the right plunger assembly including plunger cable and plunger tube. Device then passed all pm testing.

Event description:
Information received a smiths medical medfusion 3500, had fluid leaked out of the syringe arm. No patient adverse events reported . Device investigation completed.